Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified tool marks on the case and header most likely induced at explant, but no other device irregularities. The setscrews moved freely and the seal plugs were intact. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was observed to have increased its current usage thus causing the battery longevity to deplete faster than expected. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.